Event description:
During a ptca treatment procedure involving a 99% in-stent restenosis in the middle portion of the lad coronary artery, the quantum monorail balloon was suspected to have ruptured at 12 atm's. The patient was asymptomatic during this event. The size and type of introducer sheath, guidewire, guide catheter and inflation device used in this case are unknown. The procedure was succesfully completed. Patient status is reported as 'good'.